Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: incomplete firing cycle, uncut washer. The analysis results found that the ecs29a device arrived in good visual. The breakaway washer uncut and indented, indicating that the device had not been through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Additional information: additional information received from analysis: updated event date mm/dd/yyyy: (B)(6) 2015.

Manufacturer narrative:
(B)(4). Additional information: what is the patients current condition? Per surgeon conversation, pt was doing fine post-op. What was the thickness of the tissue? Very thick. The proximal colon was normal. The rectum contained a contour staple line that had been ¿folded in¿ and over sewn with suture at the time of the original colostomy. Had the patient received radiation or chemo therapy? Unknown when tightening the device, did the surgeon feel resistance that could not be overcome? The resident tightened the device to where the indicator was in the top of the green range, and felt like that was as tight as the device would go.

Event description:
It was reported that during a laparoscopic colostomy reversal procedure (the patient had colostomy already), the surgeon put the anvil in the proximal colon. The device was inserted trans-anally and the spike was extended through the rectal stump. The surgeon connected the anvil, closed the closing knob, and when closed as tight as they could, they were in the top of the green range. The safety was removed and stapler was fired. During firing, surgeon closed the handle as tight as possible but never heard audible nor felt tactile feedback of washer. The surgeon removed stapler, opened the stapler to check the donuts, and had two good donuts. Upon visual exam of the anastomosis, the anastomosis fell apart. The surgeon did not see staples in the anastomosis. There was bleeding but not enough to give blood products and no hemostatic agents were used. The surgeon converted the case to open. A new circular stapler of same code as first was opened and the new anvil was inserted into the proximal colon. The surgeon fired a curved cutter stapler across the rectal stump. Then the new circular stapler was inserted transanally and fired to complete the anastomosis. The patient is doing fine.